Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion sets and performed the manual prime test per dqtp section 13.2.3.2.2 and des 8653. A new lab reservoir was used along with a 5 xx insulin pump. The prime process for the insulin pump was run at 55 units and the infusion set failed per inspection due to the infusion set being found occluded at the tubing p cap needle. The visual inspection was performed and the infusion set had a bent cannula. The damage was unable to be confirmed due to customer returning an opened/used product. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 167 mg/dl. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was assisted with performing a fixed prime and insulin did exit the tubing. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.